Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise seen on the right ventricular channel which was creating atrial tachy response (atr) episodes, and as a result, was being oversensed by this pacemaker. It was also indicated that the patient would sometimes experience dizziness. Technical services (ts) were consulted to address the atr episodes occurring. The ts consultant advised to reprogram the pacemaker, which was performed during the call with the health care provider. This device remains implanted and in service. No adverse patient effects were reported. Additional information: a request for more details was sent to the field. The field representative has indicated that no new information is available at this time, and the patient has not revisited the clinic for a follow-up.

Event description:
It was reported that there was noise seen on the right ventricular channel which was creating atrial tachy response (atr) episodes, and as a result, was being oversensed by this pacemaker. It was also indicated that the patient would sometimes experience dizziness. Technical services (ts) were consulted to address the atr episodes occurring. The ts consultant advised to reprogram the pacemaker, which was performed during the call with the health care provider. This device remains implanted and in service. No adverse patient effects were reported.